Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient was involved in an incident that resulted in an impact to the head, resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.